Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User completed the first biopsy, but found out the sheath near handle crack with slightly push on handle, and the stylet broken. User also detected there was resistance felt at distal end of sheath while assemble handle during second attempt. User retracted the device from patient immediately. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 22.

Manufacturer narrative:
510(k) - (B)(4). Device evaluation 1 unit of lot c1871220 of echo-19 was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022. Visual inspection - stylet returned out of device - distal end of needle examined no issue observed - needle removed the device and proximal needle break observed below the sheath extender functional inspection - sheath extender able to advance and retract without issue - needle handle unable to advance pass point 2 needle handle retracts but needle does not retract. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1871220 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1871220. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device becoming damaged on attachment / detachment from the scope as per questions 17 & 31 in the additional question leading to the needle breaking proximally below the sheath extender causing the sheath to crack also. Another possible root cause could be attributed to the device being used in a torturous position as per question 21 in the additional questions leading to the needle breaking proximally below the sheath extender causing the sheath to crack also. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation, complaint device was evaluated on 11-aug-2022: visual inspection: stylet returned out of device. Distal end of needle examined no issue observed. Needle removed the device and proximal needle break observed below the sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Needle handle unable to advance pass point 2 needle handle retracts but needle does not retract.